Manufacturer narrative:
A follow-up report will be submitted once the investigation is complete.

Event description:
The customer reported "paddles are not getting detected and shock." There was no report of patient involvement.